Event description:
On 26/aug/2024, a peritoneal dialysis registered nurse reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on 22/aug/2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell count taken in the outpatient clinic on 22/aug/2024 presented with dientamoeba fragilis in the culture and an elevated wbc count (exact count not reported, too numerous to count). The patient was diagnosed with peritonitis due to intra-abdominal sources. The pdrn explained the patient suffered from diarrhea due to comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s) at the time symptoms first presented. It was explained that there was either a cross-contamination event or there was a migration of bowel flora to the patient peritoneum that caused this patient¿s infection. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient presented to the emergency department on 23/aug/2024 due to worsening abdominal pain from this infection as he was admitted to the hospital on the same day. The patient¿s peritonitis was treated with both ip and intravenous antibiotics during this admission; however, the type, route, dosages and frequency of these medications were not reported to the outpatient clinic. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s diarrhea, peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic as he continues ccpd therapy on the same liberty select cycler post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to either a break in asepsis during ccpd therapy or intra-abdominal sources involving diarrhea as reported by a medical professional. Nonadherence to aseptic technique through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is known parasitic infection of the human gastrointestinal (gi) tract. Additionally, peritoneal infections are known to stem from intra-abdominal sources through a transmigration of bowel flora. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2024, a peritoneal dialysis registered nurse reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell count taken in the outpatient clinic on (B)(6) 2024 presented with dientamoeba fragilis in the culture and an elevated wbc count (exact count not reported, too numerous to count). The patient was diagnosed with peritonitis due to intra-abdominal sources. The pdrn explained the patient suffered from diarrhea due to comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s) at the time symptoms first presented. It was explained that there was either a cross-contamination event or there was a migration of bowel flora to the patient peritoneum that caused this patient¿s infection. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip ceftazidime at 2000 mg daily for two weeks to address the infection. The patient presented to the emergency department on (B)(6) 2024 due to worsening abdominal pain from this infection as he was admitted to the hospital on the same day. The patient¿s peritonitis was treated with both ip and intravenous antibiotics during this admission; however, the type, route, dosages and frequency of these medications were not reported to the outpatient clinic. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s diarrhea, peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic as he continues ccpd therapy on the same liberty select cycler post-discharge.